Event description:
In 2008, fire in neonatal unit injured an infant, and an independent investigation concluded that the hill-rom stabilet 1250 was likely the ignition source of the fire. The FDA notified healthcare professionals of a class I recall of these models of the stabilet infant warmer, because these out-of-date devices may cause serious injury to infants and caregivers, due to the possibility that the warmer might be the ignition source for a fire. Additonal model numbers: 1500, 3200, 200/3000, 2000, 2200/3000, 3000.